Event description:
Additional information received reported that the patient had not used the device in 2 years. The battery was in overdischarge. The patient was scheduled for a trickle charging process and reprogramming on (B)(6) 2014. No trouble shooting had been done yet and there were no patient symptoms or complications associated with this event. The patient was noted to be alive with no injury. Follow-up was conducted to determine if the device was recovered from overdischarge and if the patient was receiving effective therapy. A follow-up report will be initiated if additional information is received.

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient's stimulation was in his entire back and legs, but it shifted to his right hip 2 weeks ago. The stimulation was intense so the patient left his implant off. The patient's last reprogramming session was 2 weeks after implant. The patient's status was unknown. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information reported indicated that the patient had a "t-9 laminectomy" placement spinal cord stimulator lead over device - battery right hip on (B)(6) -2012. The device was reprogrammed on (B)(6) 2012 and it was noted that the patient had "great coverage" from their back to their lower extremities. The health care provider was unaware of the patient's complications. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient was not able to charge. The manufacturing representative performed a physician mode recharge (pmr) and reprogramming. The recharging was successfully completed on (B)(6) 2014, with reprogramming on (B)(6) 2014. The patient was now charging normally and was receiving effective therapy.

Manufacturer narrative:
(B)(4).